Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the pl232r - sovereign atr.grasp.fcps d:5/360mm w/rat. According to the complaint description, the jaw of the instrument broke during robotic hysterectomy and sacral colpopexy surgery. There were no pieces that detached or were retrieved; an x-ray was taken and results confirmed that no fragments remained in situ. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - adverse event (report not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4) ((B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: a fracture was found in the hinge area. Further investigation was performed in the manufacturing department. Result: the broken adapter part was noted to be severely damaged and has material build-up or friction points. This indicates overload. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the current information and investigation results, a definitive root cause cannot be drawn. It appears to possibly be related to overload. There is no indication for a material or product defect, nor manufacturing failure. Based upon the investigation results, a CAPA is not required.